Manufacturer narrative:
Device serial number was not provided.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that patient involved received an error message stating, "no disposable pump- won't run." The message was received anywhere from 2 hours after infusion began to 12 hours after. The pump was used the day before with no error messages. After troubleshooting, the pump infused successfully for 10 minutes with a different cassette from a different lot. There were three patients involved in this incident. As a result, some patients were unable to get chemo therapy for several hours. They had to go to the emergency room. No injuries were noted.